Manufacturer narrative:
The following general additional information was provided by the cobo medical sas reporter regarding all ten reported complaints: (B)(4)-MFR 3012307300-2019-05691, (B)(4)-MFR 3012307300-2019-05692, (B)(4)-MFR 3012307300-2019-05693, (B)(4)-MFR 3012307300-2019-05694, (B)(4)-MFR 3012307300-2019-05560, (B)(4)-MFR 3012307300-2019-05543, (B)(4)-MFR 3012307300-2019-05544, (B)(4)-MFR 3012307300-2019-05545, (B)(4)-MFR 3012307300-2019-05547, (B)(4)-MFR 3012307300-2019-05548. The reporter stated "the shirt gets removed to adequately and appropriately clean the patient, when a shirt is removed it cannot be introduced again because the space is too small. In which it gets left out not due to patient safety since this kit has all the parts". They also stated a shirt was removed because "the patients had problems breathing as the bronchial pathway is very small." Furthermore, the reporter indicated that the event has led to an increase in "tracheitis" for their patients. Additionally, the reporter noted it was necessary to complete a tube change out "various times". However, they could not confirm how many occurrences this intervention was required. Therefore, all ten related files will be considered as a serious injury due to the reported adverse patient effects and required intervention. The reporter also provided information below regarding these three related files: (B)(4)-MFR 3012307300-2019-05694, (B)(4)-MFR 3012307300-2019-05560, (B)(4)-MFR 3012307300-2019-05543. It was stated that "suction had been direct already that the shirt is a medium to be able to conduct a good hygiene in the cannula, and after taking out the shirt it cannot be replaced given that it's so small and the material is very flexible so it folds when trying to reinsert it again and on occasions ruptures of the shirt have occurred. Also, infections in the patients have been increasing given that the direct manipulation that is done to the cannula due to not being able to re-insert the shirt again."

Manufacturer narrative:
Report source: foreign country: (B)(6).

Event description:
Information was received that a smiths medical portex blue line ultra suctionaid percutaneous dilation tracheostomy kit with single stage dilator was in use with a patient at the hospital. The reporter stated it was "difficult to advance the suction probe due to occlusion of tqt. It gets covered in mucus easily. It required freeing of the shirt (sleeve)." No adverse patient effects were reported.